Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. A work order was performed, the fse proceeded to perform the replacement of the first laser cavity, the laser optical path adjustment was completed, and the laser tested normal for 1h. The laser energy detection was normal, and the working voltage detection was normal. It was noted that the optic brick was defective. The malfunction found could have affected the device performance leading to the event experienced by the customer. The reported low power complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the procedure, the device energy was insufficient. The procedure was completed with the original device. There were no patient complications reported.